Event description:
It was reported that the patient underwent l3-l4 spinal fusion. A interbody device was added. At unk time post op, the implant backed out. A revision surgery took place in 2007. The implant was replaced.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.